Event description:
A copy of a vendor quality report from the customer was received on 06/09/2010. The report is dated 06/04/2010. The product being reported is a 6dct. According to the report, the customer received product on (B) (6) 2009 and on (B) (6) 2010. The date of the incident was 05/26/2010. The report states as follows: the patient disconnected from a home ventilator; when the parent reconnected the ventilator, it stopped alarming but the pt was not responsive; paramedics and hospital staff unable to inflate tracheostomy tube cuff; the mother of the patient stated that the patient never inflated the cuff because he could not talk that way. A covidien technical specialist contacted the customer and in conversation the customer rep further stated that the cuff would not inflate. The tracheostomy tube was not saved and they do not have a lot number. The rep did not know what model of ventilator was being used. The patient was a (B) (6) male who expired. The rep had no further info to provide.

Manufacturer narrative:
No analysis or conclusions can be made with out the device and lot number.